Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of oversensing was confirmed in the lab via review of stored electrograms. The device was tested on the bench and using automated test equipment and no anomalies were observed. The cause of the oversensing could not be determined.

Event description:
It was reported that during implant oversensing was observed with potential crosstalk between the atrial and ventricular channels. The oversensing was not present when the physician used a different ICD. The physician elected not to implant the device.